Event description:
On (B)(6) 2013, it was reported that the patient received a full vns replacement, instead of just the planned generator replacement. The surgeon explanted the previous generator and the lead wires appeared to be coiled around the generator and was severed 1 inch below of the electrodes. The surgeon observed the lead fracture when he removed the generator and the lead was removed as well. The surgeon dissected down to the electrodes and found the electrodes still attached to the nerve but were broken off 1 inch below of the electrodes. Pre-op diagnostics did not show any issues with impedance and were within normal limits. The surgeon was unaware when this fracture may have occurred, as this was the first indication of a broken lead. The patient was still recovering from surgery, so whether or not trauma occurred could not be ascertained. The physician was not sure how this could have occurred and did not attribute it to any one thing. Follow up with the neurologist similarly confirmed there were no prior noted issues regarding the lead. Review of the lead device history records confirmed all quality tests were passed prior to distribution. The explanted generator and lead were returned to the manufacturer on (B)(4) 2013.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.